Event description:
It was reported following a femoral angiogram via left groin access, an angio-seal was deployed in 2004. The pt presented to the hosp 8 days later, complaining of right leg pain. A left femoral angiogram was performed through the puncture needle; the femoral pulse was noted to be decreased during access. A complete occlusion in the left femoral artery was observed. The pt underwent an mr angiogram. The next day, via arm access, an angiogram revealed a total occlusion of the external iliac to common femoral arteries with large collaterals. The pt underwent surgery to bypass the occluded segment. The artery was found to be heavily calcified, with a dissection from the punture site extending several centimeters up into the external iliac artery. The surgeon determined the angio-seal device did not contribute to the occlusion. The pt was reported to be recovering.